Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Half of tampon stayed inside- vaginal foreign body in reproductive tract. Tampon came apart, string detached device breakage. Case narrative: consumer reported via e-mail that tampon came apart and string detached. No serious injury reported.